Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a device check-up after receiving a false elective replacement indicator alert. The battery voltage measured stable in the clinic. A possible cause of the false alert was a telemetry link break. Another interrogation showed the battery voltage had dropped within the acceptable range. The elective replacement indicator alert was cleared and the patient will continue to be monitored. No further information is available.

Event description:
New information received states that a false elective replacement indicator alert was seen again. The physician elected to explant and replace the device. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Field complaint of battery data anomaly was confirmed. Device was received with eri flag triggered and battery level in normal range. Analysis of the device image and battery trend data found unexpected drops in battery voltage level. Further testing of device battery current found no high current to cause such a drop. External testing of the hybrid and battery found no anomalies. Assessment of device battery was performed and indicated that battery level was in normal range, as appropriate for the implant duration and field settings.the reported issue of battery data anomaly could not be reproduced, despite extensive testing. Further analysis including accelerated internal measurements could not determine the cause of the anomaly. As a result of this finding, abbott is performing further investigation.